Event description:
The user facility reported that they were using a "flower basket" stone retrieval basket in an attempt to retrieve a large pancreatic stone. The physician indicated that the stone was captured, but it was too large to remove due to its size. The physician attempted use another company's lithotriptor to crush the stone. The physician reported that the wires snapped near the handle of the stone retrieval basket leaving the stone and basket inside the patient. The physician then attempted to remove the stone and broken basket with another basket device, but was not successful, and stated that the stone and basket were lodged in the pancreatic duct. The patient was rescheduled for another attempt to remove the stone and basket following day. No additional information regarding this report has been provided by the facility.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. Olympus was not provided the model number of the flower basket and the facility has not provided additional information. The cause of the user's experienced cannot be conclusively determined. If additional information becomes available at a later date, a supplemental report will follow.